Manufacturer narrative:
No product was returned to assist with our investigation; therefore, we are not able to determine with certainty the root cause of this event at this time. An "information for use" booklet is provided with this device that includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Our quality control department verifies the fittings are securely attached to this device and that all glue joints are tapered and secure 100% prior to further processing. They also confirm the taper is smooth and that the overall catheter surface is clean and free of imperfections or damage. Nevertheless, in an effort to minimize further occurrences the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.

Event description:
When checking the cvc, it was noted that the outer sheath broke away from each other and able to see the inner sheath at the bottom edge of the dressing. The line was clamped and sterile gauze applied around broken area. Still able to heparinize and the physician was notified,. Required a general anesthetic and a new cvc line. Patient outcome is stable.